Manufacturer narrative:
B3: Date of Event is unknown. The Date Received by Manufacturer has been used for this field.There were multiple 510K numbers reported to be involved. The information is as follows: G.4. PMA / 510(k)#: K230855.A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using BD Vacutainer® SST¿ Blood Collection Tubes, blood is leaking through the needle insertion site of the rubber stopper of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.